Event description:
On (B)(6) 2023, the customer alleged to medela llc that she developed mastitis due to the fit of the parts on the freestyle hands-free breast pump and was prescribed antibiotics.

Manufacturer narrative:
Customer service conducted troubleshooting including verifying there was no milk backup; verifying the user was not washing or drying their tubing on the pump and verified she was using the correct size breast shields. In follow up with the complaint handler on (B)(6) 2023, the customer stated that she developed mastitis on 5/18/2023 and was prescribed an antibiotic. Additionally, she indicated that the replacement parts are working well, and her mastitis is resolved. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6)2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.